Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. There was a hole/cut found in the bending section cover, the plastic distal end was leaking, there was a crack in the glue of the bending section cover, and there was (50) image guide breakage. All the listed evaluation findings required repair. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that there were broken fibers while using the uretero-reno fiberscope. The issue occurred during diagnostic procedure, and the procedure was completed with the same device and without delay. There was no patient harm associated with the event.